Event description:
It was reported that patient received inappropriate therapy due to lead dislodgement. The lead was capped and remains in situ and a new lead was implanted. Patient's condition is reported good after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Information reported for this lead also referenced the lead had exhibited over sensing and r wave amp variation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.